Manufacturer narrative:
Manufacturer was unable to confirm false negative results using lot 028619. Customer states that quality control is performed daily on instruments and customer is currently using the instruments.

Event description:
Customer reported two false negative hcg result on the same patient sample on two different clinitek status instruments using lot 028619 reagent. Result was reported to the physician. Pregnancy was subsequently confirmed using ultrasound. The patient's treatment was not affected by the urine test result. No treatment was provided or denied prior to the ultrasound test.